Event description:
The customer alleges that the outlet port is too small to let off sterile water (no mist). No pt injury reported.

Manufacturer narrative:
Qn#: (B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No device history record review was performed since customer did not provide lot number for device sample. No sample available from the customer to investigate. Continue to monitor feedback from the customers on issues related to outlet port hole too small found at inspection on water bottle products. The complaint cannot be confirmed. The root cause is unk.